Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "patellar tendon rupture and ligamentous laxity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05110 / 05111).

Event description:
It was reported patient underwent an initial left knee procedure on an unknown date. Subsequently, patient underwent revision procedures on (B)(6) 2003, (B)(6) 2011, and (B)(6) 2012. Patient's patella tendon is lax and dislocates due to patient's anatomy. Tibial bearing was removed and replaced.